Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low flow alarms with a flow above the preset alarm limits which occurred again and again. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was not returned for evaluation. Analysis of log files revealed normal power consumption for last 14 days including event date. 111 low flow alarms have been logged since (B)(6) 2018. As a result, the reported "low flow alarm" event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported "low flow" event can be attributed to multiple factors including, but not limited to thrombus at inflow cannula/outflow graft, kink in outflow graft, poor ventricular assist device (vad) filling. If information is provided in the future, a supplemental report will be issued.